Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time.complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value.test strip UDI# (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. No medical attention was needed since the last call. Customer satisfied with product

Event description:
Consumer initially reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 494 mg/dl using truemetrix meter. The customer also stated a result of hi and 400 mg/dl had been obtained; customer stated they know it is because their glucose is actually high and they are comfortable managing it on their own with their insulin. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling shaky and having dry mouth customer denied needing medical attention at the time of the call. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer is feeling dry mouth and shakiness due to their diabetes. Customer denies needing medical assistance at this time. Customer states hi and 400 mg/dl result; however they know it is because their glucose is actually high and they are comfortable managing it on their own with their insulin. Customer states they are dialysis patient and is on blood thinners. Customer has had up to 3 different truemetrix meters replaced via pharmacy and understands that further replacement product can result in error due to possible health condition. Customer advised to contact physician due to possible medical condition.